Event description:
#1- the pa met minimal resistance while placing central venous catheter into right subclavian using seldinger technique. The guidewire was noted to be bent at proximal end upon removal. The catheter was removed.#2 - a second kit was used for reinsertion of central venous catheter. The guidewire was introduced with minimal resistance. The cook catheter was introduced with ease over the guidewire. The pa was subsequently unable to remove the guidewire. Vascular surgery brought the patient to the cardiac cath lab where the wire was removed under fluoroscopy. No retained segment was identified and venography showed no evidence of injury to the vein. It appeared the wire was inserted through a collateral branch of the vein and it was stuck on one of the valves and coiled inside of the subcutaneous tissue.